Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 578 mg/dl. Standard troubleshooting was performed. It was discovered that the customer's infusion set had a bent cannula. The customer was advised to change his reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.